Manufacturer narrative:
The insulin pump alarmed button error and it had no button response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was at the lake wearing the device under her swim suit and she might have had the device inward facing her skin. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm other than having it in her swim suit. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.